Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a case the site experienced a 40 minute delay due to a screw deviation. The site was performing an open lumbar fusion and had a medial deviation of about 4cm on l5 left. The patient was fixated to the system using a schanz arm and pin. The site replanned screws to decrease skiving potential. The surgeon drilled and tapped using a tap. The surgeon used a probe to check the tapped hole and felt all four sides without any breaching and saw no cerebrospinal fluid, so they moved forward to placing the screws. The surgeon had some difficulties securing the 6.5 screw to the driver and then issues accessing the pedicle due to the patient's and incision's size. Once placed, the site performed a spin to confirm accuracy and found l5 left was deviated medially by about 4cm. The surgeon removed the screw and replaced it using navigation. The manufacturer representative believed that the combination of the screw secureness and soft tissue pressure caused the screw to deviate from the planned trajectory. After the case, an advanced accuracy check was performed, on the first trajectory it just barely touches the edge of the divot making a noise before it entered the hole. This is considered passing the test. The other trajectories were perfectly centered on the divot. The stress test and bist test passed. The accuracy test prior to the case passed. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.